Event description:
Right femur was cemented in left knee. Update: (B)(4) 2012 - litigation alleges patient was hurt and injured in her health, strength and activity, sustaining injury to her body and shock and injury to her nervous system and person, all of which said injuries have caused and continue to cause patient great mental, physical and nervous pain and suffering. There is no new information that would change the outcome of the investigation. Update: (B)(4) 2012 - operative report and sticker page received. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
The product associated with this reported event remains implanted. No revision surgery has been reported. The initial reporting stated x-rays were not available for examination. Review of the device history records did not reveal any anomalies. A search of the complaint database did not show any additional reports against the product lot code. The records show the package label is correctly identifying the device as a right knee. The root cause is being attributed to user error. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.